Event description:
It is alleged that during a case the yaw broke off into the patient when the the distal clevis of the stabilizer was gripped by the debakey forceps. No adverse events to the patient were reported.